Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a21, motor error, no delivery alarms or button or keypad anomaly or frozen screen due to blank display. Device had moisture damaged keypad trace during visual in inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 180 mg/dl. The customer reported that the insulin pump had two no delivery alarms, motor errors and also that the insulin pump buttons were unresponsive. The customer reported that he was getting 2 no delivery alarms and changed everything out, got another no delivery and then a motor error. Customer reported that the alarm did not occur during manual prime. The customer cannot continue troubleshooting as the insulin pump will not respond to button presses. The customer also reported that the insulin pump had unexpected restart alarms which they were unable to clear as the buttons were not responding. The customer stated that the time on the insulin pump was advancing. The insulin pump will be returned for analysis.